Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct and hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and stone retrieval procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after the spyscope ds was passed over the guidewire into the bile duct, the working channel sleeve of the spyscope ds protruded. A second spyscope digital access and delivery catheter was used and was advanced over the guidewire, but still the working channel sleeve protruded. They continued the case by using a spy basket as an attempt to retrieve the stone. The spy basket was advanced through the scope and when the nurse attempted to open it, the nurse felt a pop and was not able to open it. They placed a plastic stent and ended the case. There were no patient complications reported as a result of this event.